Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. However, upon inspection the customer's batteries were found to be depleted. Review of the device activity logs showed that the device was powered on excessively without the electrode pads being attached. Powering on the device excessively led to a low battery condition which will result in diminished battery life. Additionally, not attaching the electrode pads puts the device into a red x condition. A red x condition on the device is both visual and audible until it is addressed by the user. Zoll recommends as a preferred method, to allow the device to perform the automatic self test (which can be configured over a seven day interval) to preserve optimal battery life while still performing the verification testing at a lower energy setting. The AED plus operator?s guide states to "keep the electrode cable connected to the AED plus at all times". This investigation has concluded that the device was not being utilized in accordance with zoll recommendations to ensure that the device is clinically ready. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the unit halts after partial boot cycle. Complainant did not indicate that there was any patient involvement in the reported malfunction.